Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested, and examined using a microscope. The outer tubing and fabric thread of cylinder 1 were detached from the distal end from tool damage which most likely occurred during explant, however the inner tubing was intact, and no leak was found. Under microscope observation, a tool mark was found in the distal end as result of explant damage. A pressure test on cylinder 1 was unable to be performed due to the detached tubing. Cylinder 2 had wear at a fold on the body and scaling on the distal tip. No leak was identified, and the cylinder passed the pressure test that was performed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using a microscope, and functionally tested. The krt strain relief junction adaptor was worn down to the filament; no leak and no misalignment was identified. The ms pump was functionally tested and did not pass activation test 2 therefore require 8ibs of force to activate the pump. The analysis concluded the activation issue could affect the functionality of the devices therefore, product analysis was able to confirm pump malfunction.

Event description:
It was reported the patient had the inflatable penile prosthesis replaced for unspecified reasons. No patient complications were reported. The device was returned and analysis indicated a device mechanical issue.